Event description:
A malfunction was reported on the pump by the caller, displaying malfunction code 8. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer reverted to multiple daily injections (mdi) as a backup therapy, and tandem technical support provided a replacement pump. Instructions were given on putting the pump into storage mode and returning it using ups with a pre-paid label within 10 days, which the caller understood and acknowledged.